Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, five (5) matrixrib locking screws were noticed to have pulled off of two (2) matrixrib plates. The reported screws pulled away from the bone. The issue was discovered via imaging the next day after the procedure. Initially, the reported screws were implanted on (B)(6) 2020. The surgeon decided not to revise issue. There was no patient consequence reported. Concomitant devices reported: ti matrixrib pre-contoured plate 18 holes for left ribs 8 & 9 (part # 04.501.007, lot # unknown, quantity 2); 2.7mm ti matrixrib locking screw self-drilling/8mm-sterile (part # 04.501.208.01s, lot # unknown, quantity 4). This report is for one (1) 2.7mm ti matrixrib locking screw self-drilling/8mm-sterile. This is report 2 of 5 for complaint (B)(4).